Event description:
A report was received that the patient was experiencing a pulling and shocking sensation at the ipg site and was hospitalized. It was also reported that the patients ipg was superficial. No skin breakage was noted. Database analysis revealed no issues. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated and an extension was removed to allow the relocation of ipg. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing a pulling and shocking sensation at the ipg site and was hospitalized. It was also reported that the patients ipg was superficial. No skin breakage was noted. Database analysis revealed no issues. The patient will undergo an ipg revision procedure.